Manufacturer narrative:
H10 h3, h6: the device, used for treatment, was returned for evaluation. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified similar events. Visual and functional evaluation of the returned device also confirmed that the pin driver was broken. Also, review of a photo of the pin driver provided by the site confirmed the pin driver laser weld failed and the driver tip and shaft were detached. The relationship of the device and the reported event has been established. The broken pin driver was due to a mechanical component failure. Contributing factors were related to a deficiency of the pin driver where the laser weld that attaches the outer tube to the inner cylinder with the triangular geometry fails, causing the outer tube to spin without spinning the screw, resulting in separation of the driver tip and shaft.

Event description:
It was reported that, during a tka surgery, the hexagonal base of a pin driver broke. The issue was resolved, without delay, by using a back-uo device. The patient was not harmed.